Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded 25 cfu comprised of the following 6 isolates: 1: negative rods - moraxella osloensis/enhydrobacter aerosaccus, 2: positive cocci - staphylococcus epidermidis, 3: positive rods - desemzia incerta, 4: positive rods - corynebacterium minutissimum, 5: positive rods - desemzia incerta, 6: positive rods - desemzia incerta. Study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 15/feb/2019. The duodenoscope was inspected by pentax medical service on 21/feb/2019. Inspection findings included the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary slice by accessory, distal cap/ case cracked, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed on (B)(6) 2019 yielded no growth. Study number (B)(4). Repairs were completed on 09/apr/2019 which included replacement of the following components: air/water tube, deflector staycoil, operation channel, bending rubber, distal case/cap, o-ring, distal case attaching screw, deflector body attaching screw, distal end w/ccd-m imp-t pb-free/nt. During repairs, the following was found on 14/mar/2019 and addressed during the repair process: image oversaturation blue or grey dots. The duodenoscope was shipped back to the customer on 09/apr/2019.